Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. Data logs and console was returned. On the returned product found the front panel optical connector contaminated, unable to remove the debris upon cleaning (likely unrelated to the reported failure mode). The root cause for the optical signal issue was a lamp malfunction. A review of the device history record (DHR) for the suspected product and historical complaint data was conducted. Please refer to investigation checklist for indicated "(B)(4) addresses s/w change for usb release."

Event description:
The complainant reported that a cp pump was placed to support a patient with acute myocardial infarction and cardiogenic shock. During support, a 'placement signal not reliable' alarm was triggered. The alarms were disabled, and support continued without interruption. No patient harm was reported.